Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was in the 400's mg/dl range. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.